Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, redness, fluid discharge, hard and flaky skin had occurred while wearing the device. The patient visited their physician and was prescribed a hydrocortisone cream 1% to treat the irritated site.